Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's general purpose operating system (gpos) computer, cine bridge circuit board, and cine drive connections were evaluated and reseated. The system's cine disk drive was also reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibiting a loss of cine functionality. No patient serious injury or death was reported related to this event.